Event description:
It was reported the uretero-reno videoscope had foreign material that was falling off from the channel. The issue occurred during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2024-22057 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.